Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt202 adult breathing circuit caused the mr850 humidifier to alarm 3 hours after use. The circuit was replaced and the issue was resolved. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. A heater wire resistance test of the inspiratory heater wire was performed using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was open circuit as the resistance was outside of specification. The open circuit occurred at the connection between the heater wire and one of the heater wire pins inside the overmoulded plug. A lot check revealed no other complaint of this type for lot number 120620. Conclusion: the inspiratory heater wire was open circuit due to a break in connection between the heater wire and the heater wire pin. The cause of the break in the connection is the heater wire having insufficient connection with the heater wire pin during production, such that is unable to provide continuity for the full period of use for the product. All rt202 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).